Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon came apart upon removal and tampon pieces remained inside of her. She went to the ER for fever and vaginal odor. She was diagnosed with foreign object in vagina.